Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). It reported the replacement of the pump was planed for (B)(6) 2016. Logs were received that indicated elective replacement indicator (eri) occurred on (B)(6) 2016 at 02:21.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found high current drain on the battery due to a wire weld anomaly. The battery lead was not welded on the b positive post. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted that the pump was successfully replaced on (B)(6) 2016 and was to be returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0208700568 , implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving lioresal 2000 mcg/ml at 600 mcg/24h via an implantable pump. It was reported that the patient went to the hcp and the pump showed a non-critical alarm, eri (elective replacement indicator), two years after implantation. There were no diagnostics or troubleshooting performed. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The hcp was not the implanter and was going to search the data looking for if there was a very high flowrate in the past (e.g. Lioresal 500 mcg/ml and a daily dose of more than 500 mcg/24h). The issue was not resolved. An explant was planned. There were no reported symptoms. The patient status was alive ¿ no injury.

Manufacturer narrative:
Analysis updated. Analysis of the pump, model# 8637-20, serial#(B)(4), found high current drain on the battery with unknown root cause. A wire weld anomaly was also found. The battery lead was not welded on the b positive post. (B)(4).

Manufacturer narrative:
(B)(4) is now the only code that applies to the (B)(4) due to the additional information received stating that there is no allegation against the pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted that there was no allegation running (legally) against the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.